Event description:
Mitek rec'd a medwatch report anonymously through the FDA. The anonymous reporter states that during an arthroscopic shoulder repair, while the surgeon was manipulating the suture passer device, he/she ran it into solid bone causing a portion of the distal tip of an expressew suture passer needle to break off into the pt's joint space. The report further states that they do not know if the device fragment remains in the pt's body or not. At this point the info falls off; there is no indication how and if the procedure was concluded; there is no statement as to what was done, if anything, to try and locate and remove the device fragment; there is no statement of if there was extended procedure time due to this, there is no statement of the pt's status due to this. However, the facility categorized this adverse event as "serious injury".

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off; in this particular issue, the complaint author states that this was so, the surgeon ran the device into bone. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of 5,995 (B)(4) devices that were released to distribution. We are attributing the device breakage to technique, a user issue. At this point in time, no further action is necessary; however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.